Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that upon removing the syringe from the needless connector, the user noticed that the blue piston stuck down and "sprayed" blood or saline. The event occurred in the cancer center treatment unit.